Event description:
Head clamp holds three skull pins for stabilizing the head during neurosurgical procedures. On turning patient to prone position, one pin slipped and cut the patient's skin. The clamp was reapplied in different area of skull and patient was connected to bed attachment for securing patient head in proper position for surgery.